Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. There was a bent pin inside the video connector socket causing no image (only noise) while using a test camera head. There was also cosmetic wear and additional customer label noted on the top cover of the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the visera elite video system center was not detecting the camera. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. The bent pin inside the video connector socket caused the communication error, but it was not established how the pin became bent. The IFU contains the following statements that may help detect the reported issue: "confirm that the video connector of the video scope are not damaged." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer on 10jun2021 and 16jun2021. The device not detecting the camera occurred during preparation. There were no other devices involved in this event. The customer stated they do not have additional information regarding the procedure but stated the facility has back up equipment in the case there is any equipment failure.